Manufacturer narrative:
Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search against the provided product code found additional reports of insert trial lip breakage. Previous investigations attributed the breakage to device wear from normal use and servicing. The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Follow up with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pfc cvd insert sz4 by 8mm trial insert has broken. The inner lip that allows the trial to seat firmly into the tibial tray for trialling has broken and so does not seat properly.